Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target was located in the mildly tortuous and moderately calcified upper arm shunt blood vessel. A 6.0 x 20, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.